Event description:
It was reported that during a water vapor therapy procedure, during the first treatment the generator displayed error code 495 (rf power supply self-test error). The generator was powered off and on again. Failed to prime the delivery device as error 495 appeared again. The generator was powered off and on approximately ten or more times, changed the power cord three times, plugged the generator into four different wall plugs and an extension plug. All action failed to resume the procedure. It was then recommended to return the generator for further inspection; therefore, the procedure was cancelled and re-scheduled for the next day with another device. The patient was under general anesthesia, there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a water vapor therapy procedure, during the first treatment the generator displayed error code 495 (rf power supply self-test error). The generator was powered off and on again. Failed to prime the delivery device as error 495 appeared again. The generator was powered off and on approximately ten or more times, changed the power cord three times, plugged the generator into four different wall plugs and an extension plug. All action failed to resume the procedure. It was then recommended to return the generator for further inspection; therefore, the procedure was cancelled and re-scheduled for the next day, therefore the procedure was completed the following day (27 september 2024) with another generator. The patient was under general anesthesia, there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.